Manufacturer narrative:
Initial reporter foreign postal code: (B)(6). Visual inspection confirmed the reported complaint. The tip of the device has been broken off. The device was functionally tested and the actuator moved as intended. The front end of the device was visually evaluated via 10x magnification and the teeth were observed to be damaged and rounded over which is consistent with contact with a hard surface. The most likely root cause was identified to be excessive force placed on the device during use. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identify additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during use. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.